Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because <<insert reason (device was discarded, etc.)>>. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a st segment elevation. During a pulse field ablation procedure with a farawave ablation catheter, while inserting into the left atrium (la), the patient experienced a st segment elevation. Nitroglycerine was administered and the st decreased. The physician mentioned that it could have been due to an air embolism or a spasm. At the time of st elevation, only the faradrive had reached the heart. Coronary angiogram (cag) was performed with no particular abnormality. Pulmonary vein isolation (pvi) was performed, and the procedure was completed. The device was discarded and will not be returned.

Event description:
It was reported that the patient experienced a st segment elevation. During a pulse field ablation procedure with a farawave ablation catheter, while inserting into the left atrium (la), the patient experienced a st segment elevation. Nitroglycerine was administered and the st decreased. The physician mentioned that it could have been due to an air embolism or a spasm. At the time of st elevation, only the faradrive had reached the heart. Coronary angiogram (cag) was performed with no particular abnormality. Pulmonary vein isolation (pvi) was performed, and the procedure was completed. The device was discarded and will not be returned. It was further reported that just prior to the st segment elevation precedex, fetanyl and propofol had been intravenously introduced into the patient.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Correction to the initial MDR in block(s) d1: brand name. D2a: common device name. D2b: pro code. D4: unique identifier.